Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from eighteen patient samples and a known trop I free patient pool using vitros troponin I es reagent on a vitros 5600 integrated system. There is no indication that a reagent issue contributed to the event. The assignable cause of the event is analyzer related, as within-run troponin I es precision test performance was not acceptable, indicating that the vitros 5600 system was not performing as intended. The ortho field engineer performed service actions and following these actions, acceptable troponin I es performance was obtained. In addition, pre¿analytical sample processing could not be ruled out as a contributing factor, as ortho was unable to determine whether the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from multiple patient samples and a known trop I free patient pool processed on a vitros 5600 integrated system. Troponin I free patient pool = 0.092, 0.092 versus expected <0.012 ng/ml; patient 1 = 0.078 versus expected < 0.012 ng/ml; patient 2 = 0.083 versus expected < 0.012 ng/ml; patient 3 = 0.084 versus expected < 0.012 ng/ml; patient 4 = 0.113 versus expected < 0.012 ng/ml; patient 6 = 0.085 versus expected < 0.012 ng/ml; patient 7 = 0.071 versus expected < 0.012 ng/ml; patient 8 = 0.075 versus expected < 0.012 ng/ml; patient 9 = 0.132 versus expected < 0.012 ng/ml; patient 10 = 0.087 versus expected < 0.012 ng/ml; patient 11 = 0.060 versus expected < 0.012 ng/ml; patient 12 = 0.065 versus expected < 0.012 ng/ml; patient 13 = 0.067 versus expected < 0.012 ng/ml; patient 14 = 0.087 versus expected < 0.012 ng/ml; patient 15 = 0.065 versus expected < 0.012 ng/ml; patient 18 = 0.071 versus expected < 0.012 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros troponin I es patient sample results were reported from the laboratory. However, sample testing was repeated after physicians questioned the results and corrected reports were issued. There were no allegations of patient harm as a result of this event. (B)(4).